Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting steps, but the pump did not turn on. Consequently, a replacement pump was issued. The customer was to use multiple daily injections as a backup therapy and was instructed to put the pump into storage mode for return within ten days using a pre-paid label.